Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range pacing impedances of greater than 2000 ohms in the left ventricle (lv). It appears the lv pacing impedance has been increasing since implant. At this time, this lv lead remains in service and there were no adverse patient effects reported.